Event description:
It was reported that the burr became stuck with the guidewire. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During the procedure, when advancing the burr, it was noted that the device got stuck in the guide along with the rotawire. Consequently, when the physician tried to advance it, friction was felt between the wire and the inner lumen of the burr. The unit was removed and the physician tried to detach the rotaburr and rotawire which ended up damaging both devices. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the burr became stuck with the guidewire. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During the procedure, when advancing the burr, it was noted that the device got stuck in the guide along with the rotawire. Consequently, when the physician tried to advance it, friction was felt between the wire and the inner lumen of the burr. The unit was removed and the physician tried to detach the rotaburr and rotawire which ended up damaging both devices. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the sheath and coil had been separated at the burr housing strain relief. The coil was found to be stretched. Functional testing was performed using the returned portion of the rotawire. During functional testing, the returned portion of the rotawire was able to be removed but was not able to be reinserted due to kinks in the wire. Further functional testing was performed using a test rotawire. During testing, it was found that the rotawire was not able to advance into the burr housing due to the damaged sheath. The test rotawire was able to be inserted into the annulus and advanced through the coil. Product analysis confirmed the reported stuck rotawire, as the returned portion of the wire was able to be removed but was not able to be reinserted due to kinks in the wire. The reported damages to the device were confirmed as the coil and sheath were found to be separated and the coil was found to be stretched.